Event description:
An error code was observed because of elevated power consumption. The device currently remains implanted. Should additional information be received, this file will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The device was explanted on (B)(6) 2024. Upon receipt, the device interrogation revealed the mos1 battery status, 19 charging cycles were documented to the devices memory. The device was subjected to an electrical analysis. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. Afterwards, the current consumption of the ICD was measured and found to be elevated, confirming the clinical observation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In a next step the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Further electrical investigations revealed that an integrated circuit of the electronic module was damaged, causing an elevated current consumption. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, a damaged integrated circuit on the electronic module was identified, that led to an elevated current consumption. The manufacturing records document a normal device production. It is therefore assumed that the damage occurred after the device shipment, however, the date of occurrence was not determinable. All therapy functions of the ICD were entirely available while the device was implanted and in service.